Manufacturer narrative:
See attached follow up summary report.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the gui touchscreen ''does not operate''. The video shows the ventilator''s touchscreen was nonresponsive to any touch in the start up screen. The distributor attached a known good gui and ventilator functioned as intended. It was reported that during device testing the ventilator failed system leak test at the safety valve. There was no reported patient involvement. On (B)(6), nkom was made aware that when the customer stated it failed system leak, the customer meant the there was a gas leak coming from the bottom of the ventilator.